Manufacturer narrative:
(B)(4) date sent: 2/21/2024 d4 batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide more details of device malfunction 2. Did the device cut? 3. If the device cut/fired, was the cut line complete? 4. Did the device staple? 5. If the device stapled/fired, was the staple line complete? 6. If the device stapled, was the shape of the staples (b-formation, irregular, unformed)? 7. Did the device close? 8. Did the device fire? 9. Did the device open? 10. Was the device difficult to close on the tissue? 11. Was the device difficult to fire? 12. Was the device difficult to open? 13. On which firing did this occur? 14. Did the tissue retaining pin lock into the correct position? 15. Could you please clarify if there were any patient consequences? 16. Could you please clarify if there were any changes in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a rectum procedure the stapler had not stapled, at least on one side. We performed a deep anterior resection and removed the rectum distally with the contour. When inserting the circular stapler from transanal, the previously placed staple suture opened spontaneously. Resected again and used a new contour stapler. In the resection, not a single staple was visible in the area of the first placement. Cannot say whether the stacker stapled on the specimen side, as the specimen was already in pathology at this point. The new stapler worked without any problems and the operation was completed without any problems. The patient is doing well, there have been no postoperative complications so far.

Manufacturer narrative:
(B)(4). Date sent: 4/5/2024. D4: batch #703c97. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the gcs40g device was received with no apparent damage and with a reload present. The reload was received void of staples, with the washer completely cut, drivers exposed and the knife recess below the cartridge deck. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: when positioning the stapler on the application site, ensure that no hard objects such as clips, stents, or guide wires are within the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Completely fire the instrument by squeezing the firing trigger until it touches the closure trigger (plastic to plastic), signifying that the instrument has fired the staples and knife blade, and the tissue has been transected. The firing trigger automatically returns to the intermediate position as soon as it is released, leaving the closure trigger in the fully closed position. Make sure that the release button is not pressed during firing as proper formation of staples may be compromised. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number 703c97, and no non-conformances were identified.